Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the distal tip of the penumbra system jet 7 reperfusion catheter (jet7) expanded while flushing outside of the patient. It is unknown if this event occurred during preparation for a procedure, in between passes during the procedure, or at the end of the procedure. No additional information has been provided.